Manufacturer narrative:
Cerelink microsensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a cerelink microsensor was implanted on (B)(6) 2022, cerelink monitor was reading correct icp pressure and then began giving an error message ¿sensor or extension cable failure disconnect and replace cable or sensor¿. Shift nurse tried another available monitor and cable but received the same error on the second monitor. She then turned off cerelink icp monitor and when the shift change happened, about one and a half hour later, the new nurse turned cerelink monitor back on and monitor began working as needed reading a correct icp. The device was explanted on (B)(6) 2022, when patient showed signs of recovery. There was no patient injury or consequences. Product was discarded.